Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1028t lead implanted on (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a motor vehicle accident and approximately a week later the right ventricular (rv) lead exhibited high impedance measurements. The clinician suspected there was header damage on the implantable pulse generator (ipg). The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.